Event description:
A report was received stating that the inflation line leaked after 21 days in situ. No incident related medical sequela was reported.

Manufacturer narrative:
Device evaluation. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.